Manufacturer narrative:
Section a2: corrected. Section b1: corrected. Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Section h1: corrected. Section h6, medical device problem code: corrected. Manufacturer's investigation conclusion: evaluation of heartmate 3, left ventricular assist system (lvas), serial number: (B)(6). Did not reveal any device related issues and the cause of the reported air leak could not be determined. (B)(6) was returned assembled with the pump cable severed approximately 6.0¿ from the pump header. The distal portion of the pump cable was returned measuring approximately 19.0¿. The modular cable was not returned. Approximately 4.0¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief properly engaged to the graft hardware. The apical cuff was not returned. The cuff lock was returned in the open position and appeared unremarkable. Examination of the textured, blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Visual inspection of the cuff lock and sealing ring found no evidence of damage or defect that would have contributed to the reported event. After cleaning, dimensional analysis of the cuff lock, sealing ring, and motor cap confirmed that the components were within manufacturing specifications. Review of the manufacturing documentation found no deviations during installation, testing and inspection of the cuff lock during pump assembly. The pump was reassembled, and the cuff lock appeared to engage normally with a test apical cuff. The pump was operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specification. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. Although a specific cause of the reported air leak could not be conclusively determined, a corrective action has been initiated to further investigate leaks at the pump/cuff connection during implant. The device is included in the hm3 inflow seal interface with apical cuff notice issued by abbott on 19mar 2024. It was later reported that the patient ultimately expired on (B)(6) 2024 due to right ventricular failure (2916596-2024-02918). The outcome was not device or therapy related. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the manufacturing documentation found no deviations during installation, testing and inspection of the cuff lock during pump assembly. The assembly and inspection steps for the cuff lock include checking for damage; cycling the lock 10 times; engaging the lock with a dummy apical cuff; and additional inspections for damage, bends, and that the cuff lock arm pegs are properly positioned in the motor cap grooves. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 5 of the IFU, ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿), contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 left ventricular assist device. This section suggests tying the sutures of the apical cuff tight with 6 to 7 throws on each knot and instructs the user to ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. The de-airing the pump section provides information regarding how to properly de-air the pump during implant and includes steps of the process. The IFU warns that initial weaning of cardiopulmonary bypass should ensure a minimum of two liters per minutes of blood flow to the lvad to prevent air embolism. Prolonged de-airing may be due to inadequate blood supply to the lvad or a leak in the cannulae. Step 14 of the de-airing section stated that if air persists in the sealed outflow graft for a prolonged period (more than 5-10 minutes), rule out leaks at the inflow cannula/pump connection. Furthermore, section 5 states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during implant an increased amount of air was noted on the transesophageal echocardiography (tee). The apex was assessed for bleeding. A suture was placed at the sewing ring and a seal leak was noticed during assessment. The pump was shut off and disconnected from the sewing ring using the surgical hand tools. The apical cuff holder was used to check the sewing ring for leaking and no leak was found. The pump was replaced in the sewing ring and repositioned. The seal leak was still present. It was decided to do a pump exchange. When the speed was ramped on the new pump, the flow unexpectedly read 0.0 lpm. Occasionally it would increase to 1-2 lpm but would go back to zero. The team felt this could be due to airlock of the pump. Attempts were made to get the pump out of airlock by decreasing and increasing speed and turning the pump off. At some point, the phenomena stopped occurring and the pump flow began to read as expected. The site was fairly certain that they had adequate preload and controlled afterload pressures. They were also unable to find a source of occlusion in both the inflow and outflow cannulas. Log file review was requested and in the first log file from the new pump, other than the flow calculation issue, it appeared to be operating correctly. A right ventricular assist device (rvad) was placed, and the patient was successfully weaned off of cardiopulmonary bypass (cpb). The chest was left open. The patient passed away due to right ventricular failure. The outcome was not device or therapy related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.